Manufacturer narrative:
The device was returned for evaluation. Change h10: the device was returned for evaluation.

Manufacturer narrative:
The device was not returned for evaluation and investigation identified a significantly exposed needle upon initial investigation. When the device was opened, the needle and slide retract were still out of position. The device was reset and fired, and the slide retract still did not retract fully. Scuff marks were identified on the cam finger indicating the finger was interfering with another part of the needle mechanism assembly. After manipulating and resetting the device multiple times, the slide retract began to get closer to its proper position while not fully retracting. No major damages or defects were found that would cause the formed needle to fail to retract. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide.  Model: 18320. 18296-eng-aw rev b 06/18.  Changing your pod.   Chapter 3 / pages 48.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.   Blood glucose readings.  Chapter 4 / page 56.  Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's blood glucose level reached mg/dl while wearing the pod for less than an hour. Upon removal of the pod from the infusion site the needle was visible. As treatment, the patient applied a new pod and reports after 90 minutes her blood glucose level was 189 mg/dl.